Manufacturer narrative:
During a follow up call on (B)(6) 2016, it was confirmed that the customer switched to multiple injections to resume insulin therapy. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer reported a blood glucose (bg) level of 311 mg/dl. Reportedly, the customer did not have a method of back up insulin therapy available; however, the customer stated they will contact their health care provider for back up therapy.